Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was power off and would not turn on. User did change to different outlet, but issue persist.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was power off and would not turn on. A field service engineer found that the station was not booting up because drawer main 2.1 was shorted and pulling down the power and replaced the controller board on 2.1 and the module board for drawer 1 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.